Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. The air flow was not sufficient due to a defective 1st regulator unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the high flow insufflation unit had insufficient pressure during the procedure. The therapeutic procedure was radical treatment of rectal cancer. There was no delay, and the patient was not under sedation. The intended procedure was completed with the same device. There were no reports of harm or impact associated with the reported event.